Manufacturer narrative:
One 8f agilis introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
During device preparation for an atrial fibrillation procedure, it was noted that the sideport of the introducer detached. The device was replaced and the procedure was completed with no adverse consequences to the patient. Prior to going transeptal in a navx radiofrequency atrial fibrillation ablation procedure, it was noted that the introducer side flush port was not securely connected. When the scrub tech attempted to connect the flushing tubing, the side tubing on the agilis fell off. The introducer was never placed in the patient and a new one was opened which resolved the issue. There were no adverse patient consequences.